Event description:
Device malfunction: difficult to remove and clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, the device was too difficult to remove from the patient's anatomy, resulting in the clip deploying in the distal end of the device. The device was removed using counter-tension per the instruction for use (IFU). Hemostasis was achieved using a manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.